Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and ¿guide wire could not pass smoothly inside the lead¿. As received, a complete lead was returned in one piece without a guidewire. The reported event of ¿guide wire could not pass smoothly inside the lead¿ was confirmed. Visual inspection of the lead found ptfe coating inside the connector region of the lead. X-ray examination of the lead found the inner coil bunched up inside the connector region consistent with procedural damage. The guidewire insertion test was not performed due to damaged inner coil, as received. The cause of the reported event of ¿guide wire could not pass smoothly inside the lead¿ was isolated to bunching up of the inner coil inside the connector region consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead had dislodged and exhibited failure to capture and failure to advance guidewire. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.